Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose and issues with the insulin pump. Customer's blood glucose level was 531 mg/dl. Customer did not treat themselves for high blood glucose levels. Customer did not think they received proper insulin from the device. Customer declined to troubleshoot and advised they would change out their infusion set.